Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise due to air entrapment resulting in several untreated episodes and one inappropriate shock. The system was tested with provocative maneuvers with no noise able to be reproduced. This system remains in service. No adverse patient effects were reported.